Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit had no audible alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control switch/button was broken, causing the alarms not to function, which confirmed the original complaint issue. Fields were updated accordingly.

Event description:
The unit had no audible alarm.